Event description:
On 5/31/94 the wheelchair went fast forward on its own hitting a lady. Both landed in the street plus the chair fell over. Rptr's chair has also worn out 5 drive gears in the last 2 1/2 years. Each gear costs $450.00. The rptr believes there are mechanical and electrical component problems with these chairs.